Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of pacing due to noise resulting in oversensing was observed on the right ventricular (rv) lead. The oversensing led to incorrect detection of ventricular fibrillation (vf) which was inappropriately treated with anti-tachycardia pacing (atp). As a result, the patient experienced syncope and was admitted to the hospital. In addition, loss of capture and automatic mode switch were observed. The device was reprogrammed to resolve the event and the patient was in stable condition.